Manufacturer narrative:
Additional information was added to h4, h6 and h11. H4: the lot was manufactured between march 5-7, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) large volume folfusors did not supply the specified volume within the specified time. Two pumps underinfused 240 ml of the drug for 30 hours instead of 24 hours during infusion. One pump filled with 240 ml of drug did not deliver any volume after 4 hours. This occurred during use. The catheter was checked and worked properly. Ropimol connected in the syringe pump was administered correctly. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.